Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultramini meter was displaying the "er4" message. The reported issue first occurred at an unknown time the first week of the same month. After the issue began, she stopped testing with the meter and went to a corner hospital to get her blood glucose levels tested once a week because the patient typically tests 3 times per day. She indicated that she continued to take her usual dosage of metformin (1 pill 3 times daily) everyday; however, she claimed that on 2 separate days, she took an extra pill of metformin because she felt that her blood glucose levels were high. She reportedly had symptoms of shaking, dry mouth, and feeling feverish, which she indicated were typical high blood glucose symptoms. Approximately a week prior to original date, she went to hospital because her nephew noticed that her eyes looked blurry. When she arrived at the hospital, her blood glucose levels were in the 300's mg/dl. She was reportedly treated with IV insulin and released later the same day. The customer care advocate (cca) walked the patient through troubleshooting and noted that the patient's test strips were opened past the discard/expiration date and/or not stored properly, which can contribute to the error message. Replacement products were sent to the patient. This complaint is being reported because the patient was treated for hyperglycemia after not being able to obtain test results on her meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.